Event description:
International affiliate reports the product broke during the procedure. Requests have been made for clarification but no information has been received. As it is possible that the tip of the inserter broke intra-operatively, this medwatch report is being submitted to document the event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: device returned for evaluation. Viper2 x25 set screw inserter, [product code: 286735400, lot no: ag2098474]. It should be noted that the complaint was originally reported as device being broken. However, upon receipt of device it was revealed that the x25 inserter¿s distal tip has become deformed/bent. It was also noted that the hexlobes have become significantly damaged indicative of unanticipated torsional stress resulting in stripped hexlobes. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the x25 inserter¿s distal tip becoming deformed/bent cannot be positively determined. However, the observed damage is localized to the tip of the x25 inserter¿s hexlobe feature suggesting that a probable root cause may likely be that the x25 inserter¿s distal tip was subjected to an unanticipated torsional bending stress resulting in a bent tip and the hexlobes to become stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.